Manufacturer narrative:
Compromised force sensor system alarm during prime test due to moisture damage force sensor resistor. No moisture damage electronic or motor assembly. No moisture damage or foggy screen noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 291 mg/dl at the time of the incident. During troubleshooting the customer did not verify if the device had been bumped or dropped prior to alarming. She stated that the screen was foggy. She also confirmed that the drive support cap appeared normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.